Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was seen for a routine visit without any alleged symptoms. When the manufacturer representative performed an impedance check, electrode #0 was >10,000 ohms and out of range. Another impedance check was run. The programming was not changed as the settings were not using that electrode. No surgical intervention was planned or performed. No further complications were reported.

Manufacturer narrative:
Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was getting a new battery. The rep checked the leads before the or case and electrode 0 was out of range. As the battery was replaced, impedances were checked again in the new battery and electrode 0 was still over 10,000. All of the other electrodes looked good. The rep inter-op tested and the patient had good coverage. The rep rechecked impedances a few times during the battery replacement procedure and always #0 was oor. After surgery, the rep was programming the patient post-op and they checked impedances again. The rep noticed that electrode 0 read within normal range, but now electrode #3 was over 40,000. The rep saw the patient the next day and electrode #0 was again over 40,000 and electrode 3 was also over 40,000. Electrode #3 had the green check mark but read over 40,000. Electrode #0 had a red x and had over 40,000 as well. The rep reprogrammed and did not use #0 or #3 electrodes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the battery was replaced due to upgraded programming options and possible lead replacement. The device would not be returned for analysis. The cause was unknown. No further complications were reported.